Event description:
This ra lead was implanted on (B)(6) 2014 and was explanted on (B)(6) 2014 due to pacing not delivered when required and dislodgement. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).